Manufacturer narrative:
Qc is run every 24 hours. Qc was run before the event and results were acceptable. Customer observed particulates in creatinine reagent. This reagent lot will be shipped back to bci for investigation. New reagent lot was sent to customer for replacement. Service was not dispatched for this event. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding low creatinine (crem) result generated by the unicel dxc 800 synchron clinical systems. The crem result of 0.30mg/dl was reported out of the lab and was questioned by the physician. The original sample was re-tested and a higher result of 0.71mg/dl was obtained which is consistent with the patient condition. The result was amended. Unknown if treatment was initiated or withheld, but physician questioned the result.